Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 150 units of insulin. Reportedly, the customer reloaded the cartridge to resolve the issue. Additionally, it was reported that the insulin gauge was inaccurate. Customer's blood glucose level was 400 mg/dl. Customer loaded a new cartridge to resolve the issue.